Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant, the patient was experiencing pain at their device pocket site. It was suspected that the wing of the suture sleeve on the right ventricular (rv) lead was putting pressure on the skin. The wing of the sleeve was clipped off and the pocket was closed after flushing with antibiotics. The rv lead remains in use. No further patient complications have been reported as a result of this event.